Event description:
According to the reporter: occurred during a respiratory procedure. The tip of the product disengaged and fell into the cavity of the patient. The disengaged tip was retrieved. The surgeon used another device, but the same incident occurred. The second disengaged tip was retrieved. The surgeon attempted to use the third one, but not used in the patient. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The cotton tip was detached from the device with no evidence of adhesive. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of an inadequate amount of adhesive on the device; this was identified as a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated to track this failure mode and/ complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.